Event description:
Ethicon endo-surgery. 1 proximate, reloadable liner cutter with safety lock-out, only fired 2 staple cartridges before jamming. Third cartridge loaded, but stapler jammed, unable to be fired. FDA safety report ID# (B)(4).